Event description:
Info received indicates the head section is twisted and bent out of alignment.

Manufacturer narrative:
The biomed replaced the complete head section assembly and head cylinder to repair the bed.